Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system had burrs on the handle of the needle, causing the nurse to stab herself. The following was reported, "the nurse stabbed her finger with extra burrs on the handle of the needle. She immediately replaced the retaining needle and continued to operate. On (B)(6) 2019, there is a prominent burr in the plastic seat, which sticks to mr. Xxx. He did a simple wound cleaning, it's not a big problem."

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system had burrs on the handle of the needle, causing the nurse to stab herself. The following was reported, "the nurse stabbed her finger with extra burrs on the handle of the needle. She immediately replaced the retaining needle and continued to operate. 2019-02-22, there is a prominent burr in the plastic seat, which sticks to mr. Xxx. He did a simple wound cleaning, it's not a big problem."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8141409. Our records show that this is the only instance of this issue occurring in this batch of intima-ii according to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.